Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and delivery accuracy tests. During the occlusion test, the pump recognized the water filled reservoir and the infusion set that was installed in the reservoir compartment. The pump was then programmed with a 2.0 unit filled cannula delivery. The pump delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly was noted. No unexpected no delivery alarm was noted. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600+ mg/dl. Customer was hospitalized for high readings. Customer was treated at the emergency room. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump alarmed excessive no delivery. The insulin pump was returned for analysis.